Event description:
The customer reported approximately thirty (30) milliliters of diluent leaked outside the instrument near the differential mixing chamber during preparation for system startup involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event, and results were not generated. There was no patient impact. The laboratory has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the fluid leaked at the differential mixing chamber. The fse replaced the lower sheath sample line and resolved the fluid leak issue. The fse verified system startup and controls with the customer. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).